Event description:
This device and the rv lead were removed due to high pacing impedances.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 91 months and 41 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the far field channel of episode 123 and 151. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock and pacing impedances were as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.